Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the connector could not be twisted to lock onto the cartridge, and two connectors failed to attach until the agent instructed a trial without the cartridge, which locked as expected; replacing the cartridge then allowed normal attachment, indicating a cartridge-to-connector fit issue. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical intervention. Investigation included agent-led troubleshooting over the phone. Investigation of this case revealed that the original cartridge likely had a dimensional or compatibility issue preventing proper engagement with the connector, which resolved with a new cartridge, indicating product interaction related to the cartridge component. It was concluded, based on previously established findings for similar reports, that the cause was probable component incompatibility or out-of-tolerance cartridge leading to mechanical interference.